Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) for treatment, guidewire breakage occurred. The procedure was pta of a lower leg vessel (below the knee) due to stenosis. A 5 french sheath was placed with antegrade access. A v14 short taper 300cm straight tip guidewire was then introduced in combination with a support catheter 135 cm. The lesion was pre-dilated with a coyote balloon 2-40 and post-dilated with a non bsc balloon 3-80. It was noticed that the guidewire formed a loop at distal tip. The wire was gently withdrawn into the support catheter but the loop remained, and a part of the tip detached. A trail blazer support catheter was introduced and the wire was exchanged to a new v18 guidewire. A non bsc stent was introduced over the new wire to trap the tip against the vessel wall. The results were reported as good with a good blood flow. No patient complication has been reported.

Manufacturer narrative:
Device evaluated by MFR: the device was received with the coating peeling at its most distal side (about 1.8cm), however, there is no evidence of core wire fractured. Moreover, the device is severely bent in its most distal side. The dimensional inspection revealed that all the outer diameter measurements distal end, med section and proximal section) are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: the patient was born in 1954. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) for treatment, guidewire breakage occurred. The procedure was pta of a lower leg vessel (below the knee) due to stenosis. A 5 french sheath was placed with antegrade access. A v14 short taper 300cm straight tip guideiwre was then introduced in combination with a support catheter 135 cm. The lesion was pre-dilated with a coyote balloon 2-40 and post-dilated with a non bsc balloon 3-80. It was noticed that the guidewire formed a loop at distal tip. The wire was gently withdrawn into the support catheter but the loop remained, and a part of the tip detached. A trail blazer support catheter was introduced and the wire was exchanged to a new v18 guidewire. A non bsc stent was introduced over the new wire to trap the tip against the vessel wall. The results were reported as good with a good blood flow. No patient complication has been reported.